Event description:
Additional information received on 12/19/2024: it was further reported that the ar-6436 inflow/outflow single use tubing was leaking from the connection between the tubing and the cannula junction. It was reported that troubleshooting was attempted for some time, and the case was completed by putting the shaver outflow directly to suction with a competitors device. Additional information was requested on 12/26/2024. Additional information received on 01/13/2025: it was further reported by the sales representative that a delay of approximately 15 to 20 minutes occurred during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2024, it was reported by a sales representative via (B)(4) that when attaching the outflow tubing component of an ar-6436 inflow/outflow single use tubing, there was no suction from the shaver tube and very little from the cannula tube. Additionally, halfway through the case, some leakage occurred with the outflow tubing. This was discovered during an arthroscopic shoulder procedure on (B)(6) 2024 with no patient harm. The procedure was completed successfully. Additional information received on 11/22/2024: it was further reported that the default shoulder arthroscopy setting was used for the procedure and no alarms or error messages were present. A clamp/pressure test was performed prior to tubing use. The case was completed successfully using the complaint device. Per rep, the shaver outflow was put directly to suction, but still used outflow connected to cannula tubing.